Event description:
Pt admitted to (B)(6) hospital on (B)(6)2010 to undergo surgical exploration. Seen in surgeon's office two days previously for a complaint of a bruise on right side abdominal wall and a feeling of something poking into her skin. Surgeon removed peripheral ring portion of the composix kugel mesh device.